Event description:
It was reported that the xenon light source lamp did not turn on. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found lamp did not turn on. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of inspection, the reportable malfunction was not reproduced, and it was not confirmed. Therefore, the root cause or the factor of the occurrence could not be identified based on the information obtained from the investigation results. Olympus will continue to monitor field performance for this device.